Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was bloated. The technical support specialist (tss) disabled the maintenance and database synchronization services, backed up the database, and performed a full synchronization. Post sync validation confirmed the station was functioning correctly. Database size was reviewed and the customer verified normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ccm043 was bloated and was not allowing nurses to pull medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.